Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - the patient had redness and swelling in the left arm. A crtd infection is suspected secondary to left arm cellulitis. The cellulitis probably followed left arm edema following the implantation procedure. A thrombosis could be ruled out. The patient was hospitalized, antibiotics were given and blood tests, CT venography, echocardiography were performed. An explantation will not be performed at the moment due to the patient's condition. This is all of the information that was provided to us. Should additional information become available, this event will be updated.